Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose after an interventional procedure. Reportedly, the patient has experienced pain since having the procedure, (B)(6) 2010. The pain is worst after walking too much or when lifting. Advil is taken to help relieve the pain. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. This incident reported only a patient effect with no allegation of a device issue and there is no indication of product deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.